Event description:
It was reported that a balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and mildly calcified superficial femoral artery. A 5.00mm/2.0cm/90cm peripheral cutting balloon was selected for use. During the procedure, the balloon was inflated two times at nominal pressure accordingly for 30 seconds. However, at second inflation, it was noted that the balloon ruptured in a pinhole form. The device was removed using normal method without issue and the procedure was completed with another of the same device. No complications were reported and patient was good post procedure.

Manufacturer narrative:
Age at time of event: 18 years or older.